Event description:
It was reported that foreign matter was found in the bd intima-ii¿ closed IV catheter system needle. The following information was provided by the initial reporter, translated from chinese: "there is a foreign body in the new indwelling needle, so it was stopped to use"

Manufacturer narrative:
Investigation summary no actual samples and pictures were returned from the customer, the position, state and composition of the foreign matter cannot be determined. A device history review was conducted for lot number 1320181. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, visual analysis was performed on retention samples for this lot, the retained devices were found to be free of any damage or other abnormalities. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.